Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose and fall injuries on (B)(6) 2018 with blood glucose of 26 to 56 mg/dl at the time of the incident. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. The customer had a button error alarm and had too many low events. Troubleshooting was not completed as the customer did not provide further details. The insulin pump will not be returned for analysis.